Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the iab would not calibrate. Patients¿ blood pressure (bp) was stable without pressors. The heart rate was under 100. The customer disconnected and reconnected orange strand without results. The arterial waveform was present but no numbers. Customer followed the help screen on the console and attempted to press calibrate while pumping without results. The iab was removed and replaced to continue therapy. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the iab would not calibrate. Patients¿ blood pressure (bp) was stable without pressors. The heart rate was under 100. The customer disconnected and reconnected orange strand without results. The arterial waveform was present but no numbers. Customer followed the help screen on the console and attempted to press calibrate while pumping without results. The iab was removed and replaced to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender tubing was also returned. The inner lumen was found to be occluded with dried blood. The occlusion was unable to be cleared. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).